Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high trigl triglycerides result for one patient sample. The initial result was 477.30 mg/dl and the repeat results were 74.28 mg/dl and 75.59 mg/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 265724 with an expiration date of 31-aug-2018. A photometer check was performed and the absorbance readings were low. The calibration and qc data was acceptable on the day of the event. A general reagent issue could be ruled out.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the provided data and information a general reagent problem could be ruled out as calibration and qc were acceptable.